Event description:
"During infusion, the pump inadvertently was turned off by the nurse". The facility reported there was no report of medical intervention. Although attempts were made to obtain additional information from the reporting facility, details were not available regarding demographics, patient injury, or set up of the device.